Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no: b66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included ovarian cyst, osteoarthritis and human papilloma virus infection. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological of psychiatric problems: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), dysmenorrhoea ("dysmennorhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), migraine ("migraines/headaches") and anxiety ("psych injury/ psychological of psychiatric problems: depression and mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, yes. Current weight: 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: essure device was successfully occluded bilateral tubal occlusion with good position of essure implants. Batch no: b66025, production date: 2013-09-07, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included ovarian cyst, osteoarthritis and human papilloma virus infection. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological of psychiatric problems: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and anxiety ("psych injury/ psychological of psychiatric problems: depression and mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding- yes. Current weight: 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded bilateral tubal occlusion with good position of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received: lot number and events onset date were added. New events depression, anxiety, menorrhagia, vaginal bleeding, dysmenorrhea, dyspareunia, fatigue, migraines, nausea, weight gain were added. Updated outcome of events menorrhagia, vaginal bleeding to recovered/resolved. Reporters, lab data and concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding - yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abdominal pain, genital abnormal bleeding, psych injury were added outcome of events pain , bleeding from unknown to recovered/resolved were updated..product indication was updated removal details was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.